Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 27, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced migration of the electrode array into the external auditory canal, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed october 11, 2016. (B)(4).